Manufacturer narrative:
The baxter technician found the caregiver membrane needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Patient pendant: disconnect the patient pendant and check the condition of the connector. Then reconnect or replace the pendant. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records did not shoe baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caregiver membrane to resolve the reported event. Based on this information, no further action is required.

Event description:
A company representative - service personnel contacted technical service to report that careassist es120 head section was self running in the up position. There was no patient/user injury, medical intervention, symptom, or adverse event reported.